Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported by the caller that an adverse event occurred. The caller noted that after mapping the right and left atriums, the farawave catheter was inserted into the left atrium. The caller noted that it was at that time that the patient's blood pressure began to drop. The soundstar catheter was used to visualize the pericardial space. The caller noted that a pericardial effusion was seen. The physician performed a pericardiocentesis procedure. The caller noted that 950 cc's of fluid was removed from the pericardial space. The caller noted that 900 cc's was put back into the patient's circulatory system. The caller stated that the patient was stable and being admitted to the intensive care unit for observation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).